Manufacturer narrative:
Patient race, ethnicity, and dob were unavailable from the site. UDI not available for this system at time of filing. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The representative replaced the poe injector. The navigation system then passed the system checkout and was found to be fully functional. The suspect injector was returned for evaluation. The complaint was confirmed and after twenty minutes the led would turn from green to red, and again after 2 minutes. An electrical failure was confirmed.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. It was reported intra-operatively that site received error message that localizer was not connected. Camera cart then became disconnected and after a while the cart went black. Resetting the cart connection, site saw a pcoip screen followed by the system boot. There was no impact to patient. There was no reported delay to the procedure due to this issue. Additional information received on 2018-may-30 stated that when the representative on site tried to duplicate the issues, on the day of the report, they were able to do so by leaving the system on and at 50 minutes (timed) the cart displayed the "localizer not connected" message. Both carts functioned normally, otherwise. It was also noted that the monitor never went completely black. It did display a black image with the white "pcoip" logo on the monitor.